Event description:
It is reported that the pt was revised due to a broken femoral nail.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary - the nail was not returned for inspection. Also in the report: "the doctor admitted that there is no problem in the equipment." Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.